Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in june of 2022. The customer communicated that the caregiver has tested positive with quickvue ever since her initial sars infection and is estimating a total of 16 suspected false positive results from june until early august of 2022. Molecular (pcr testing) was performed periodically during this time and confirmed negative results (exact dates unknown). Individual events are captured on separate reports. The customer was only able to provide 1 lot number and it is unknown if the same lot number was used for each event.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested the returned device with negative standard. The device yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in late (B)(6) 2022. The customer communicated that the caregiver has tested positive with quickvue ever since his initial sars infection. Molecular (pcr testing) and other rapid antigen testing were performed since and confirmed negative results. The customer communicated an additional 11 false positives for the caregiver. Individual events are captured on separate reports.

Manufacturer narrative:
Correction/additional information: h6- remove codes 4101, 11, and 3331 from the type of investigation. Manufacturerer narrative correction: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone and email.